Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and low amplitudes. Technical services (ts) suggested reprogramming and troubleshooting actions. The health care professional (hcp) performed the troubleshooting actions and noted that they were able to reproduce the high out of range impedance and low amplitude. Additionally, the hcp stated that there were noisy signals and loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicating that the lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1:adverse event/product problem correction to field b5: describe event or problem correction to field h1: type of reportable event correction to field h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and low amplitudes. Technical services (ts) suggested reprogramming and troubleshooting actions. The health care professional (hcp) performed the troubleshooting actions and noted that they were able to reproduce the high out of range impedance and low amplitude. Additionally, the hcp stated that there were noisy signals and loss of capture (loc). The lead was explanted and replaced. No additional adverse patient effects were reported.